Manufacturer narrative:
Other UDI part and lot numbers are unknown. UDI number is unknown. Device is for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is no longer expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Corrected data: a device history record review was completed on all the potential part/lot numbers: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 412.106s, lot 9204508: manufacturing date: october 14, 2014. Expiry date: october 01, 2024. Article was sterilized by supplier (B)(4). Part 412.109s, lot 9240866: manufacturing date: november 19, 2014. Expiry date: november 01, 2024. Article was sterilized by supplier (B)(4). Part 412.109s, lot 8670517: manufacturing date: october 29, 2013. Expiry date: october 01, 2023. Part 412.110s, lot 9222504: manufacturing date: november 11, 2014. Expiry date: november 01, 2024. Article was sterilized by supplier (B)(4). Part 412.111s, lot 8670533: manufacturing date: october 25, 2013. Expiry date: october 01, 2023. Article was sterilized by supplier (B)(4). Part 412.112s, lot 9068971: manufacturing date: july 31, 2014. Expiry date: july 01, 2024. Article was sterilized by supplier (B)(4). Part 412.115s, lot 9068971 (lot does not match but does match part 412.112s): manufacturing date: july 31, 2014. Expiry date: july 01, 2024. Article was sterilized by supplier. Part 412.115s, lot 9218945: manufacturing date: november 10, 2014. Expiry date: october 01, 2024. Article was sterilized by supplier (B)(4). Part 412.117s, lot: 9252143: manufacturing date: november 28, 2014. Expiry date: november 01, 2024. Article was sterilized by supplier (B)(4). Part 412.134s, lot 9234885: manufacturing date: november 17, 2014. Expiry date: november 01, 2024. Article was sterilized by supplier (B)(4). Part 412.134s, lot 9240703: manufacturing date: november 26, 2014. Expiry date: november 01, 2024. Article was sterilized by supplier (B)(4). Part 412.136s, lot: 9253051: manufacturing date: november 28, 2014. Expiry date: november 01, 2024. Article was sterilized by supplier (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information unknown. Not known, which four of the following 13 screws were broken post-operatively. Part #: 412.106s, lot # 9204508, quantity: 1, description: locking screw stardrive, self-tapping. 412.109s, 8670517, 1, locking screw stardrive, self-tapping; 412.109s, 9240866, 1, locking screw stardrive, self-tapping; 412.110s, 9222504, 1, locking screw stardrive, self-tapping; 412.111s, 8670533, 1, locking screw stardrive, self-tapping; 412.112s, 9068971, 1, locking screw stardrive, self-tapping; 412.115s, 9068971, 1, locking screw stardrive, self-tapping; 412.115s, 9218945, 2, locking screw stardrive, self-tapping; 412.117s, 9252143, 1, locking screw stardrive, self-tapping; 412.134s, 9234885, 1, locking screw stardrive, self-tapping; 412.134s, 9240703, 1, locking screw stardrive, self-tapping; 412.136s, 9253051, 1, locking screw stardrive, self-tapping. Date of event unknown as locking screws broke post-operatively. This report is for 4 unknown screws. Date implanted is unknown. Unknown if explanted or not. Device is expected to be returned. Not received yet. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the initial surgery was performed on (B)(6) 2015. The removal surgery took place on (B)(6) 2016. Four(4) of the reported locking screws were already broken before the removal surgery. This complaint is linked to another complaint (B)(4) which captures an intra-operative event. This report is for four (4) broken screws. This is report 1 of 1 for (B)(4).